Manufacturer narrative:
The correct information has been provided with this report. The insulin pump was received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a keypad anomaly. The customer's blood glucose reading was unknown. The customer had been hospitalized. No further details were provided.